Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box/tray from the lot number provided in the report. The label matches the product returned. A photo was provided and reviewed. The first photo shows the label, and the lot number matches that in the report. The second photo shows a portion of the device; the barrel and two loose bands can be seen; the trigger cord is not in the photo. Only the barrel and two loose bands were returned. Our laboratory evaluation of the product said to be involved could not confirm the report, the trigger cord was not returned. Only the barrel and two loose bands were returned, therefore confirmation of the alleged complaint and functional testing of the device could not be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device could not confirm the report, the trigger cord was not included in the return. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation; the trigger cord was not returned. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Additional information received indicates that this device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. If extreme pressure was applied to the handle in response to resistance this could contribute to trigger cord breakage. Trigger cord breakage can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Prior to distribution, all 6 shooter saeed multi-band ligator are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: the information provided by the user indicates that the device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Investigation evaluation: the investigation is on-going. A follow-up emdr will be submitted within 30 days of receipt of new information. Additional comments regarding this report: the information provided by the user indicates that the device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl) in the esophagus, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that through gastroscopy, the location of the varicose vein was discovered. After retracting the endoscope, the device was installed outside the body according to the procedure, and suction was attempted. It entered the esophagus and reached the varicose vein location. The first to third bands were released normally, but the fourth band was found to be unable to be released normally. Pressure was applied to the operating handle, rotated, and the trigger cord was broken. After retracting, scissors were used to cut the trigger cord tie, and the product was replaced to complete the procedure. Other then the deployed bands, a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.